Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator software was reloaded and the collimator was re-calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a collimator too large error message. No pt injury was reported.